Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. A nitinol protrusion was evident to the distal end of the capsule. No other deformation was evident to the remainder of the device. The reported nitinol protrusion could be confirmed through analysis. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an fx+ 23 millimeter prosthesis was loaded into a delivery catheter system and, after the prosthesis was fully loaded and the capsule was closed, inspection identified a strut from the capsule protruding through the coating. The prosthesis was removed from the damaged delivery catheter system and a new delivery catheter system was used. The procedure was successfully completed with an approximate 10-minute delay. No patient complications have been reported as a result of this event.